Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that it was not possible to insert the right ventricular (rv) lead into the device during the implant procedure. A new system was implanted. No adverse patient effects were reported.